Manufacturer narrative:
The MDR report is outside of the 30-day reporting requirement because the firm has difficulty submitting report using e-submitter. Due to company aquisition, email addresses were changed including previous email linked to FDA e-submitter and webtrader accounts. Any required fields that are blank are due to information that is currently unknown or unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an optilume bph catheter system was used for the treatment of benign prostatic hyperplasia. The procedure was completed with no incident. The foley catheter was removed 2-3 days after the procedure and the patient was able to void successfully with clear urine. Approximately 3-6 weeks after the procedure, the patient informed the treating physician of a hematuria event necessitating cystoscopic intervention of clot evacuation and fulgaration.